Event description:
It was reported that vessel perforation occurred. It was reported via social media that a patient had a watchman closure device implanted. As the watchman device was being removed it perforated a vein resulting in unknown health problems. No further information is available at this time.

Manufacturer narrative:
Date of event - estimated as the aware date as the event date is unknown.